Manufacturer narrative:
The coil was returned severely damaged, entangled, and severed from itself. The coils entanglement originated inside the sheath where it was found. This could not have occurred inside the microcatheter due to the extreme volume and condition. The fracture of the coils severed ends was ductile in nature requiring external force. No material defects were found on either of the severed ends. The proximal end of the coil was unraveled out of the soldered section. This severe damage required external force. The device positioning unit (dpu) passed electrical testing and the coil is and was detachable during the procedure. No laboratory testing could be performed. Therefore, the exact root cause of the coils friction and its unable to be released in the aneurysm cannot be determined. However, the evidence suggests that distal interference inside the microcatheter may have contributed to the coils friction. The source of this interference inside the microcatheter whether of a fixed or detached nature cannot be determined. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Event description:
It was reported that the procedure was embolization of cerebral aneurysm. An increase in friction during the deltapaq coil deployment into the microcatheter was shown. It was impossible to release it into the aneurysm.

Manufacturer narrative:
There was an increase in friction during advancement of the 7 mm x 20 cm deltapaq platinum microcoil through the unknown 1.9mm microcatheter. The coil was safely withdrawn with no stretching or unintended detachment during the withdrawal. The pre-deployment test was performed. The deployment button was pressed approximately five times and the cable was replaced once. New coils were used to successfully complete the procedure. The coil was returned severely damaged, entangled, and severed from itself. The coils entanglement originated inside the sheath where it was found. This could not have occurred inside the microcatheter due to the extreme volume and condition. The fracture of the coils severed ends was ductile in nature requiring external force. No material defects were found on either of the severed ends. The proximal end of the coil was unraveled out of the soldered section. This severe damage required external force. With functional testing the device positioning unit (dpu) passed electrical testing which would indicate ability to detach. Therefore, the exact root cause of the coils friction and its inability to be released in the aneurysm cannot be determined. However, the evidence suggests that distal interference inside the microcatheter may have contributed to the coils friction. The source of this interference inside the microcatheter, whether of a fixed or detached nature, cannot be determined. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Based on the available information, the condition and analysis of the returned device a definitive conclusion cannot be made regarding the reported resistance during delivery of the deltapaq coil through the unknown microcatheter or the inability to detach the coil. It is possible that continued advancement against resistance may have contributed. The instructions for use (IFU) cautions that if unusual friction is noticed during advancement or retraction of the microcoil system, verify the clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm). It further cautions that if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It is possible that procedural factors and interaction with the concomitant microcatheter may have contributed to the events; however, no conclusion can be made. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.